Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one each hydro gw std s 150-038; returned coiled, loose, accompanied by opened, labeled mylar/tyvek packaging pouch, triple bagged within "zip-lock" style poly pouches. The specimen presents skive damage located 4.20 to 12.15cm from the distal tip in a proximal to distal orientation, exposing 10.40cm of the metallic core wire, with a large radius bend located 3.80 to 6.00cm from the distal tip; the bend damage appears consistent with residual tensile loading strain. The warnings section of the device instructions for use (IFU) indicates; "do not manipulate advance, and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval." At this time it is not possible to determine an exact root cause for this event; however, based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.

Event description:
Event description: while the physician was doing the cystoscopy, he was advancing the guide wire and upon removal of the guide wire, he noticed that it appeared to be split on the end. It was intact but the end was split for some reason. No piece was dangling or left behind. It was about 3 inches from the tip end.